Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates a low telemetered battery voltage condition occurred.

Event description:
It was reported that the battery voltage was 2.57 volts and then 2.1 volts; however, there was no eri message. On save-to-disk the battery voltage showed 2.88-2.93 volts. It was further reported that the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the elective replacement indicator tripping is a result of high internal battery resistance. We did receive performance data collected from the device and have analyzed the data. Analysis indicates a low telemetered battery voltage condition occurred.

Event description:
It was reported that the battery voltage was 2.57 volts and then 2.1 volts; however, there was no eri message. The device is still in use. No patient complications have been reported as a result of this event.